Manufacturer narrative:
Manufacturer has not received pump for investigation. Root cause cannot be determined. Should any new information be returned, a supplemental report will be filed.

Event description:
A 72-year-old white male with a past medical history of stage 4 cancer with metastases presented with stemi, chest pain in the past 2 weeks and shortness of breath in the past 4 days. The patient decompensated, requiring intubation. An impella cp cardiac pump has been inserted for hemodynamic support. Access site bleeding occurred the repositioning sheath. The surgeon successfully performed a cutdown to control the bleeding. The patient has been stable afterwards and has been transferred from the ccl to ICU.